Event description:
It is reported that the tensioner would not turn and tension the cables, to the surgeon had to put some screws in the bone plate to get fixation.

Manufacturer narrative:
Evaluation summary: according to the field complaint, the cable ready tensioner was being used to reduce a bone fragment when the tensioner kept slipping and would not tension the cable. Based on the reported incident, it is unclear in what manner the tensioner device was used. The surgical technique for this product notes that the angle of the tensioner relative to the part being tensioned should not exceed 60 degrees or the cable could bind, making tensioning of the cable difficult or impossible. Cause cannot be definitively determined. Conclusion: device exhibits roughness when turning threads and applying tension. Upon testing the device seized. The device history records have been reviewed and appear to be conforming. The device has a potential field age of less than 1 year.